Event description:
On 4th december 2024, it was reported by an arthrex employee via email that an ar-1588rt, acl tightrope rt, had a suture which broke. This was detected during a reconstruction of anterior cruciate ligament surgery on (B)(6) 2024. When retrieving the rope, the suture broke. Procedure was successfully completed with no patient harm and no secondary procedure needed by using another new ar-1588rt.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-1588rt acl tightrope was received for investigation. Visual evaluation of the returned device noted the returned blue passing suture was torn and only a fragment of the white loop suture was returned. Further visual evaluation noted no issues with the titanium button, no sharp edges were observed. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.